Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon. There was contrast in the inflation lumen and hub. The stent implant was dislodged from the sds and not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a bend on the hypotube 67.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted blood on the balloon and contrast in the inflation lumen and in the hub. The balloon was noted to be tightly folded. This is consistent with the reported information that the product was prepared for use but not inflated. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Analysis of the returned sds did not note any kinks or damaged to the inner member of the returned product. The tip seal length was measured and met manufacturing criteria. In this case, the attempts to cross two previously implanted stents likely contributed to the reported failure to advance. The stent implant was dislodged from the sds and not returned, confirming the reported dislodgement. However, there were crimp marks on the balloon between the markers, suggesting that the stent was originally crimped in the correct location at the time of manufacture. In this case, it is likely that the interaction of the sds with the previously implanted stents during attempts to cross the target lesion likely contributed to the reported stent dislodgement. Analysis also noted a bend on the hypotube distal to the strain relief tubing. There was no mention of this damage in the incident report and likely occurred as a result of the procedural attempts to cross the lesion or from handling of the product during packaging/shipment back to abbott vascular for evaluation. In this case, the reported inability to advance and stent dislodgement appear to be related to the operational context of the product. The manufacturing records for this product were reviewed and did not reveal any non-conformance's associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury, previously. Device issue: dislodgement. It was reported that the mini vision stent delivery system (sds) did not cross the lesion. When the sds was removed from the patient's anatomy, it was noted that the stent had dislodged on to the proximal shaft of the sds. Reportedly, there were no patient effects. No additional event or patient information is available.